Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00830004500, tibial component size 5 right , lot # 63028696, item # 00830005500, tibial insert component size 5 green plus (+) 0 mm thickness, lot # 62779362, item # 00235701706, distal lateral fibular plate right 6 holes 106 mm length, lot # 63301086, item # unknown, unknown screws, lot # unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02374, 0001822565 - 2019 - 02376. Patient not revised.

Event description:
It has been reported the patient underwent a total ankle arthroplasty. Subsequently, the patient experienced increased numbness in the plantar foot secondary to nerve compression two (2) years post initial surgery. No revision or further treatment performed at this time; however, it was noted that the event was resolved. No additional patient consequences were reported.

Manufacturer narrative:
It was determined this device did not cause or contribute to a serious injury or reportable malfunction. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a serious injury or reportable malfunction. Please void this submission.